Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tip was broken during ultrasound activation while it was inside the eye and tip got caught on the sleeve and did not protrude into the eye during the cataract with intraocular lens implant surgery. The surgery was completed on the same day after replacing the product with same one. There was no impact to the patient.